Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon of the catheter had ruptured. No other defects were noted in this device. Device was used for removing for a clot which contradicts with the intended use of this device. This polyurethane dual lumen catheter is indented for temporarily occluding vessels during surgery. The root cause of the balloon failure is determined to be an user error. The arterial occlusion catheter should not be used for the removal of emboli/thrombi since this catheter is not designed to withstand the additional pull force needed to remove these materials. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as the result of this incident.

Event description:
During declotting, the balloon of the dual lumen occlusion catheter ruptured when it was pulled out of the arterial site. There was no injury to the patient as the result of the incident.